Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Although the device was not returned, the manufacturing site reports that based on the description of the complaint and the DHR review, the complaint is confirmed as there is a supplier corrective action request (scar) and a non-conformance opened with the supplier of the product due to an occluded co2 port.

Event description:
It was reported that "anesthesia respiratory alarm rang: it was impossible to measure inspired/expired gases. We replaced sampling line then water trap new device self-test. Device replacement. We discovered a defect in the gas sampling port on the filter: it is occluded" no patient harm or injury, no oxygen desaturation, no medical intervention necessary. The patient status is reported as "good".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "anesthesia respiratory alarm rang: it was impossible to measure inspired/expired gases. We replaced sampling line then water trap new device self-test. Device replacement. We discovered a defect in the gas sampling port on the filter: it is occluded" no patient harm or injury, no oxygen desaturation, no medical intervention necessary. The patient status is reported as "good".